Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away. The caller stated that the customer was depressed and did not like the way the new medication (unknown what the medication was) was making him feel and was turned down for social security. The customer had said that it was making him feel funny; he took the insulin pump off, went into the woods and committed suicide. The customer was a resident of a home for mentally ill. The customer was found in the woods, with a no in his pocket not to bring him back. The caller stated that the customer had open sores on his feet. The customer's blood glucose, at the time of death, was unknown. The caller stated that the police took the insulin pump, therefore, the last recorded blood glucose value and the details of the insulin pump could not be verified. The caller did not know if the customer used sensors or not. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.